Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro, ous c-ring broke. After precise blunt dissection surgeon used harvesting cannula, but in a couple of minutes the rigid ¿leg¿ of the c-ring suddenly disconnected so the device was not further suitable for the rest of the vein harvest. Due to difficulties with extracting the barely connected c-ring to the harvesting cannula it was decided to convert to the open harvest to prevent any vein damage.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro, ous c-ring broke. After precise blunt dissection surgeon used harvesting cannula, but in a couple of minutes the rigid ¿leg¿ of the c-ring suddenly disconnected so the device was not further suitable for the rest of the vein harvest. Due to difficulties with extracting the barely connected c-ring to the harvesting cannula it was decided to convert to the open harvest to prevent any vein damage.